Event description:
It was reported that there was air in inflatable penile prosthesis (ipp) system, it would not inflate/deflate. There was a hole in the cylinders tubing. Pump and cylinders explanted and replaced.